Event description:
Customer reported "feeling disoriented and was slurring" with a result of 8.8 mmol/l obtained on the compact plus system. Immediately following this result, customer tested 3.5 mmol/l on the mobile system. The customer's friend called an ambulance; a nurse tested the customer on an unknown meter and reported his blood glucose result was fine. The customer's symptoms improved, and medical treatment was not necessary. Requested return of suspect device. It has been communicated that the customer will not be returning any product for the mobile system.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the mobile system (lot number and expiration date unknown). Reference medwatch report with patient identifier (B)(6) for the suspect device used in the compact plus system. The customer has discarded the product for the mobile system and will not be returning it. Customer discarded the product.

Event description:
Customer reported "feeling disoriented and was slurring" with a result of 8.8 mmol/l obtained on the compact plus system. Immediately following this result, customer tested 3.5 mmol/l on the mobile system. The customer's friend called an ambulance; a nurse tested the customer on an unknown meter and reported his blood glucose result was fine. The customer's symptoms improved, and medical treatment was not necessary. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the mobile system (lot number and expiration date unknown). (B)(6).